Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patients cause of death was sudden cardiac death. The patient had failing health.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information is available at this time.